Manufacturer narrative:
The system and the handpiece were examined and the reported event was replicated. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to the handpiece. However, it is unknown how the handpiece became nonconforming. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, suction failure was experienced when using the I/a (irrigation/aspiration) handpiece. The procedure was completed even though suction poor.